Event description:
During a shoulder surgery involving knotless fiber tech anchors a small metal tip from the anchor inserter broke off inside the patient's shoulder. The broken tip was not initially noticed during surgery. Patient developed symptoms in (B)(6) of 2025 (2 years postoperative). Imaging (x-ray) confirmed the presence of a thin, flat metal fragment in the shoulder. The fragment was successfully removed in a follow-up procedure.